Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes/migration of essure device location of device: unknown') and device dislocation ('migration of essure device location of device: unknown') in a 27-year-old female patient who had essure (batch no. 626527) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test." The patient's medical history included asthma and hypertension. Concurrent conditions included tachycardia, anxiety, pharyngitis, leukorrhea, chest pain, upper respiratory infection, gerd, palpitations, dysuria, allergic rhinitis, irregular menstruation, ovarian cyst and pelvic adhesions. Concomitant products included atorvastatin calcium (lipitor), cefdinir, celecoxib (celexa), hydrochlorothiazide, medroxyprogesterone acetate (depo provera), omeprazole (protonix), oxybutynin, oxybutynin hydrochloride (oxybutynin chloride), ranitidine hydrochloride (zantac), salbutamol (albuterol) and tizanidine hydrochloride (zanaflex). In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia),"), vaginal haemorrhage ("abnormal bleeding vaginal") and back pain ("back pain"). In (B)(6) 2008, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). In (B)(6) 2008, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2009, the patient experienced fatigue ("fatigue"), 1 year 1 month after insertion of essure. In 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), systemic lupus erythematosus ("type of autoimmune diagnosed: lupus"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), visual impairment ("vision problems"), complication of device removal ("complications during removal surgery") and flank pain ("sides pain") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with ibuprofen and surgery (hysterectomy (full), salpingectomy (bilateral), oopherectomy - left side). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device dislocation, systemic lupus erythematosus, psychological trauma, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, visual impairment, weight increased, complication of device removal and female sexual dysfunction outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, vaginal haemorrhage, back pain and flank pain had resolved. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, complication of device removal, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, flank pain, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, pelvic pain, psychological trauma, systemic lupus erythematosus, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), general abnormal bleeding, lupus, psych injury, fallopian tube perforation, bladder problems, urinary problems, bladder infection, uti, vaginal infection, vaginal discharge. Type of additional surgeries: other there were 3 coils noted on the right side and 4 coils noted on the left side. Discrepancy regarding essure confirmation test, earlier hsg done now as per pfs essure confirmation test was not done. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: intact tubal ligation. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2020: pfs received. New event added: device dislocation. Event pain updated to flank pain. Outcome of fatigue, vaginal haemorrhage updated to recovered / resolved. New reporters were added. Essure removal date updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') and systemic lupus erythematosus ('type of autoimmune diagnosed: lupus') in a 27-year-old female patient who had essure (batch no. 626527) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test." The patient's medical history included asthma. Concomitant products included atorvastatin calcium (lipitor), cefdinir, hydrochlorothiazide, medroxyprogesterone acetate (depo provera), omeprazole (protonix), oxybutynin, ranitidine hydrochloride (zantac), salbutamol (albuterol) and tizanidine hydrochloride (zanaflex). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding vaginal"). On (B)(6) 2009, the patient experienced fatigue ("fatigue"), 1 year 1 month after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), systemic lupus erythematosus (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), visual impairment ("vision problems"), complication of device removal ("complications during removal surgery"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), back pain ("back pain") and pain ("sides pain") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, systemic lupus erythematosus, psychological trauma, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, visual impairment, weight increased, complication of device removal, female sexual dysfunction and vaginal haemorrhage outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, back pain and pain had resolved. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, complication of device removal, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, pain, pelvic pain, psychological trauma, systemic lupus erythematosus, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), general abnormal bleeding, lupus, psych injury, fallopian tube perforation, bladder problems, urinary problems, bladder infection, uti, vaginal infection, vaginal discharge. Type of additional surgeries: other. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-feb-2020: plaintiff fact sheet received. Reporter information updated. Patient demographic information updated. Product information details updated. Other relevant history updated. Lot number newly added. Events: apareunia (inability to have sexual intercourse), abnormal bleeding vaginal, back pain¸ sides pain were newly added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') in a 27-year-old female patient who had essure (batch no. 626527) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included asthma. Concurrent conditions included tachycardia, anxiety, pharyngitis, leukorrhea, chest pain, upper respiratory infection, gerd, palpitations, dysuria, allergic rhinitis, irregular menstruation, ovarian cyst and pelvic adhesions. Concomitant products included atorvastatin calcium (lipitor), cefdinir, hydrochlorothiazide, medroxyprogesterone acetate (depo provera), omeprazole (protonix), oxybutynin, ranitidine hydrochloride (zantac), salbutamol (albuterol) and tizanidine hydrochloride (zanaflex). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding vaginal"). On (B)(6) 2009, the patient experienced fatigue ("fatigue"), 1 year 1 month after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), systemic lupus erythematosus ("type of autoimmune diagnosed: lupus"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), visual impairment ("vision problems"), complication of device removal ("complications during removal surgery"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), back pain ("back pain") and pain ("sides pain") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, systemic lupus erythematosus, psychological trauma, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, visual impairment, weight increased, complication of device removal, female sexual dysfunction and vaginal haemorrhage outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, back pain and pain had resolved. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, complication of device removal, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, pain, pelvic pain, psychological trauma, systemic lupus erythematosus, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), general abnormal bleeding, lupus, psych injury, fallopian tube perforation, bladder problems, urinary problems, bladder infection, uti, vaginal infection, vaginal discharge. Type of additional surgeries: other there were 3 coils noted on the right side and 4 coils noted on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: intact tubal ligation. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes'), genital haemorrhage ('general abnormal bleeding') and systemic lupus erythematosus ('type of autoimmune diagnosed: lupus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), visual impairment ("vision problems") and complication of device removal ("complications during removal surgery") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2010. At the time of the report, the fallopian tube perforation, systemic lupus erythematosus, psychological trauma, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, visual impairment, weight increased and complication of device removal outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved. The reporter considered abdominal pain, alopecia, bladder disorder, complication of device removal, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, pelvic pain, psychological trauma, systemic lupus erythematosus, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), general abnormal bleeding, lupus, psych injury, fallopian tube perforation, bladder problems, urinary problems, bladder infection, uti, vaginal infection, vaginal discharge. Type of additional surgeries: other. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received- case becomes incident. Event injury was removed. New events dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), general abnormal bleeding, lupus, psych injury, perforation: fallopian tubes, bladder problems, urinary problems, bladder infection, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gi conditions, hair loss, dental problems, hormonal changes, headaches, vision problems, weight gain, complications during removal surgery and plaintiff did not undergo essure confirmation test were added. Explant date was added. Patient¿s date of birth was added. Reporter¿s information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.